Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the device was taped to their back and it was uncomfortable when they sleep and sit. Patient said it was like laying on a deck of cards all night in the bed or even on the couch it was pressing against them in a bad spot. Patient was never told to expect bleeding from the insertion of the wires. Patient bled through underwear, shirts, car seat, couch and bed last night. Patient thought they just stuck a needle in to thread the wire through but apparently it causes lots of bleeding. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they did not feel stim during the procedure and have not felt stim at all after. Patient said they also had not urinated yet.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.